Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a 20 watt lumenis. According to the complainant, during the procedure, the laser fiber broke inside the patient. The physician removed all the broken pieces out of the patient. The procedure was completed with another flexiva 200 tractip laser fiber.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of fiber broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.